Event description:
It was reported patient underwent a total knee arthroplasty on (B)(6) 2007 and a left knee manipulation procedure on (B)(6) 2007 due to arthrofibrosis. Operative report noted patient underwent a left knee revision on (B)(6) 2010 due to aseptic femoral loosening and instability. Operative report further noted the femoral component was easily removed. The femoral components, tibial bearing and locking bar were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption, excessive weight, and/or excessive unusual and/or awkward movement and/or activity. "